Event description:
It was reported a new surgical technician experienced a loading issue with a zmb00 intraocular lens (iol) using a non-amo cartridge. While inserting the iol into the eye, the physician noticed that the lens was damaged. There was patient contact but the iol was not fully inserted; rather, it was removed within the same procedure. The incision had to be enlarged but there was no patient injury. The iol was discarded in the operating room. No further information was provided. The customer was advised of the recommended use as they had reported using a non-amo cartridge.

Manufacturer narrative:
Gender: unknown; information was not provided. (B)(4). Device was discarded. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: updated patient age and gender. It is being corrected that the lens was lost in the operating room and not discarded as initially stated. Concomitant medical product: alcon monarch. Device was not returned. (B)(4). Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.